Event description:
Caller alleges inaccuracy with inratio. Results as follows: strip lot# 207454; date: (B)(6) 2007; inratio: 2.5; lab: 2.89. Date: (B)(6) 2007; inratio: 1.5; lab: 3.95. Strip lot # 070281.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: strip lot #: 070454; date: (B)(6) 2007; inratio: 2.5; lab: 2.89; mean: 2.70; confidence limits: 1.7 - 3.8. Date: (B)(6) 2007; inratio: 1.5; lab: 3.95; mean: 2.73; confidence limits: 1.7 - 3.8. Strip lot # 070281. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. For the 1st, 5th, 6th, and 7th data set, both inratio and lab values are within the confidence limits for inr testing. For the 2nd, 3rd, and 4th data set, both inratio and lab values are not within the confidence limits. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore further testing is not required at this time.